Manufacturer narrative:
The previously reported date received by manufacturer of jun 3, 2019 was incorrect and should have been reported as apr 29, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device exchanges. Patient was told the implantable cardioverter defibrillator was recalled. The device was explanted and replaced. After procedure, it was determined that the device was not under recall. Patient was stable post procedure.